Event description:
It was reported that during a posterior spinal fusion procedure on t2-l1, the while the surgeon inserted the medium ti lamina hook-left, the surgeon noticed the hook was a right hook and not a left hook as labeled. The rest of the instrument set was check and another hook labeled left but was actually a right hook was found. The surgeon completed the procedure using another ti lamina hook-left with no further problems. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 2 medium ti lamina hook-left from the same lot and same part number. Additional product code for this report include: mni. Manufacturing evaluation reports that the sample was received and the hook orientation does not match product drawing. Therefore this complaint is deemed valid from a manufacturing perspective. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file 9264.